Event description:
The manufacturer received info alleging a bipap vision's oxygen concentration could not be adjusted. The oxygen concentration was set at 100% and allegedly decreased to 21% while on a pt. The pt required intubation and was placed on mechanical ventilation.

Manufacturer narrative:
The device was evaluated by the manufacturer's field service technician. The service technician confirmed an intermittent short occurred that caused an internal error. The device was repaired and passed all testing.